Event description:
A customer reported receiving and error 1 message after strip insertion on his adc glucose meter. The customer reported that on (B)(6) 2012 at 8:30am, "due to error 1 message he went into dka" (diabetic ketoacidosis). The customer reported experiencing symptoms of "fatigue and sweatiness" as a result of the error 1 message. Paramedics were called and "started IV fluids." The customer was transported to a health care facility where he was reportedly diagnosed with hyperglycemia and dka, and treated with "IV insulin." No self-treatment was reported. There is no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information has been obtained. The date of manufacture is unknown. (B)(4).